Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: a review of the pump¿s alarm history revealed low battery warnings. The electrical current draws measured within specifications. The leak test failed due to a display lens leak. The pump was opened and no moisture was found on the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.